Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer did not fully boot and it was additionally noted that the radiofrequency head connector on the link electronic module (lem) board was loose and the lem board was replaced and calibrated, as well as the software being reconfigured, reloaded and updated. (B)(4).

Event description:
It was reported that the programmer displayed ¿please wait¿ for a long time after power up twice. The programmer was shut down and waited several minutes and after the please wait screen the screen went blank white. The programmer was returned for repair. There was no patient involvement.